Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached approximately 70ma, which is near the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 5mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the ipg was not holding its charge. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the ipg was not holding its charge. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.